Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received device shows significant evidence of frequent and intense use. The distal part (cfk) of the target device is found broken and severely damaged. This is the part which locks with the speedlock device. Damage is also visible in the head region as well which is clearly indicative of the fact that the target device was not handled as intended and was severely hammered. Faded parts suggest that the device has been long in use and is due to frequent sterilization cycles. Based on investigation, the root cause of the failure is user related. The breakage pattern and hammer marks on the head of the target device indicates towards an abnormal & off-label use, combined with normal wear & internal stresses caused by multiple sterilization cycles led to weakening of structural integrity of the device, especially the cfk part. As a result of this the device failed. Under intended usage, such a failure would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU clearly states: do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! If any further information is provided, the complaint report will be updated.

Event description:
Target device broke. No adverse consequence or surgical delay was reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Target device broke. No adverse consequence or surgical delay was reported.

Manufacturer narrative:
Corrections to concomitant medical products/device evaluated by MFR. The reported event was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history the possible causes of such failures are: device falling while reprocessing, excessive bending of targeting arm during previous surgery, several impacts with a hammer during surgeries, internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. This is the first reported case with this lot number. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : not returned.

Event description:
Target device broke. No adverse consequence or surgical delay was reported.